Event description:
It was reported that during the pre-use check the product had air leak. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. Protocol number, 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, no discrepancies were detected. During the functional testing the sample did not pass the leak test. The root cause was related to the manufacturing process. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer. A corrective and preventative action has been opened to address the reported issue.